Event description:
It was reported by service report that all four siderails were stuck and would not lock in the up position. It was further reported the power cord was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: all four siderails replaced due to corrosion. Ground prong missing. See scanned page.